Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an 8mm amplatzer duct occluder was selected for implant using an 8f torqvue delivery system (lot #: 6834595). The physician reported insertion difficulty when advancing the device through the delivery system, causing a deformation of the occluder upon deployment. The device was exchanged for a 9mm amplatzer duct occluder (lot #: 6172614) and successfully implanted using a 9f torqvue delivery system (lot #: 6525558). No patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Corrected information section: d2.

Manufacturer narrative:
The reported event of advancement difficulty which reportedly caused a deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 14/12mm amplatzer duct occluder was selected for implant using an 8f torqvue delivery system (lot #: 6834595). The physician reported insertion difficulty when advancing the device through the delivery system, causing a deformation of the occluder upon deployment. The device was exchanged for a 16/14mm amplatzer duct occluder (lot #: 6172614) and successfully implanted using a 9f torqvue delivery system (lot #: 6525558). No patient consequences were reported.